Manufacturer narrative:
Additional information was received that there is no failure of air fcv and there is no event of insufficient o2 occurrence. Hence, this record will be deemed to be not reportable. It was determined that there is no death or serious injury resulting from this event.use error ( insufficient air source caused flow error.). No reported patient injury.

Manufacturer narrative:
A ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient o2. There was no patient involvement.